Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The date of the second event is (B) (6) 2010. The customer's blood glucose reading was 298 mg/dl at the time of the event. The customer uses quick-set infusion sets. The customer's healthcare team feels that the customer is not getting proper insulin delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.